Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. The visual inspection of the returned product noted the reload was partially fired to the 1 cm line. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. Pmv performed functional testing which included the reload was loaded into a pmv instrument for functional testing. The reload was cycled without hesitation was applied to test media. All remaining staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Firing over an obstruction may result in incomplete cut-ting action and/or improperly formed staples. Replication of the anvil clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the procedure, there was a problem loading the device. There was difficulty loading the loader to the cuff. The devices eventually able to be loaded but could not fire. The stapler was not able to fire. The surgeon was not able to squeeze the handle. To resolve the issue the stapler was changed. The surgical time was not extended by more than 30 minutes. There was no patient harm. The patient status is alive, no injury.